Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Device inspection found that the internal battery overheated and was deformed. The evaluation determined that the reported error message and alarm were most likely due to a defective internal battery. The battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) indicating a battery charger fault and battery communications lost alarm. There was no patient injury reported as a result of this incident.